Event description:
Event description cpi received information that these myocardial leads were removed from service due to impedance > 2000 ohms. The patient was upgraded to a dual chamber implantable cardioverter defibrillator and lead system.